Event description:
Pt had original saline implant on 7/8/93 with an uneventful recovery. In sept 1996, a breast lump was noted. A biopsy was done on 10/3/97 via radiographic needle localization. No loss of volume was noted post procedure. On 4/13/97, she noted a sudden loss of volume. Upon removal of implant on 4/13/97, it was noted to be smaller in size than when first implanted. It still contains some saline and no gross holes are seen.